Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant products: 450cc mentor memorygel breast implant (catalog #: 3504501bc, lot #: 7678242). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 450cc mentor memorygel breast implant and experienced asymmetry of her breasts postoperatively; one of the breasts appears much larger than the other. The serial number of the reported device is either 7678242-005, 7678242-069, and it is not conclusively known which number it is at this time. Mentor has received no information regarding explantation or an expected explantation date. If additional information is received in the future, the complaint file will be updated as applicable,and a supplemental report will be submitted.